Manufacturer narrative:
The insulin pump received with normal operating currents. No unexpected battery out limit alarm noted. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a battery out limit alarm. Customer blood glucose level was 120 mg/dl. Customer advised they replaced the battery after getting a low battery alarm, then 15 minutes later tried to replace battery again but alarm continues. Troubleshooting for the battery out limit alarm was performed. Customer was advised that the device would be replaced and agreed to return the product for analysis.